Event description:
It was reported that a malfunction occurred on the customer's pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer reported multiple occurrences of the same malfunction and did not want to continue using the pump, leading to management's approval for a replacement, which was facilitated by customer technical support.